Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 21 samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection of the samples. Analysis of the sample showed that no defects or imperfections were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported bd syringe 20ml ll tip conv pak leaked past stopper batch #: 4008825, 3354077, 3353762, 3305995. It was reported by the customer that their customer is still finding leaking 20 ml syringes in their orders. (Item 305617). These currently are from lots 4008825, 3354077, 3353762, 3305995. Verbatim: for your awareness¿¿.although this non-conformance has not been resolved since it was first reported in april 2024, my customer is still finding leaking 20 ml syringes in their orders. (Item 305617). These currently are from lots 4008825, 3354077, 3353762, 3305995. Customer has some syringes on hold if are interested in having them; please provide a collect shipping number and they will be returned to you.